Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The wife of a customer reported via phone call that the insulin pump settings have changed and wants to go back to the original settings as her husband has been having low blood glucose of 31 mg/dl. Troubleshooting assisted with basal and bolus wizard settings and indicated that their doctor should be consulted for the other settings.